Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The ventilator engine was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'cannot drive bellows' during a case. Unit was switched to manual ventilation. No report of patient injury.